Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The physician could not cross the 80% stenosed and mildly calcified target lesion located in the severely tortuous distal right coronary artery with a 2.5x32mm taxus liberte drug eluting stent. The procedure was completed via plain old balloon angioplasty (poba) with an unknown balloon. It was noted that intravascular ultrasound (ivus) was not used. No pt complications occurred and the patient's condition was listed as "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the retuned unit revealed proximal and mid stent damage. Some of the proximal and mid stent struts were severely misaligned and elongated. The outer diameter (od) of the damage found on the middle section of the stent was measured using a snap gauge at approx 3.62mm and the proximal end was 1.86mm. Proximal stent damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.